Event description:
It was reported that the ilet user experienced a hypoglycemic episode after announcing a usual meal consisting of broccoli and cabbage and later recognizing the announcement was incorrect; the blood glucose dropped to 55 mg/dl, remained low for about 40 minutes, and later rose to 92 mg/dl after consuming an orange to correct. Symptoms included hypoglycemia with shaking or tremors. Outcomes included serious injury requiring unexpected medication intervention with oral glucose. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem related to incorrect size meal entry, with the user interface component implicated only insofar as meal announcement use. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.